Manufacturer narrative:
The treatment tip was evaluated and no causal defect was found. The treatment tip surface and dielectric membrane were intact. An evaluation of the data card indicated error messages were prompted during treatment to alert the operator of the treatment tip temperature being too warm and a connection issue between the treatment tip and the handpiece. If errors occur during treatment, the rf delivery is stopped and the system will display text instructions for the operator indicating what action may be required to resolve the issue. The handpiece was evaluated and a gas exhaust sound due to a clog in the gas line were confirmed. The device history records were reviewed and there were no non-conformities or anomalies found related to the reported event. The reported adverse event is a known procedure complication of thermage treatment. Burns, blisters, scabbing, are known possible patient reactions to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scar formation. There is a small chance of scar formation. Based on the updated information received regarding the patient's outcome, it has been determined that this was not a serious event as no scarring or permanent damage occurred.

Event description:
The burns were on the face line, the cheeks, and one more area that the physician cannot recall. The burns are approximately 1 cm in size and first appeared the next day after treatment. The skin had a normal level of redness immediately post procedure. The skin was flat and good contact was maintained throughout the treatment. The treatment tip was inspected prior to and during the treatment. The gas exhaust sound became unusual and an error alerting the user that the treatment tip was too hot occurred a few times. The patient was alert during the procedure and mentioned experiencing pain. The treatment was performed with a normal level of emission power and there was no abnormality so the treatment was performed without any medication for discomfort/pain. The burns were classified as second degree burns - incrustation was seen at the time of the medical examination (4-5 days post treatment). No additional treatment was given or planned for the patient. It is unknown if the patient applied heat, ice, or anything otc post procedure. In the physician's opinion, there will be temporary pigmentation but there will most likely be no permanent scarring. The burns are resolving.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a thermage treatment, the patient was presented with a burn on the face (three points). During the treatment, the system displayed a "tip too warm" message several times.